Event description:
An ophthalmic technician reported that a patient had an unexpected postoperative refractive outcome after having a toric intraocular lens (iol) implanted. The surgeon is contemplating whether to exchange the lens or do photo refractive keratectomy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).